Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. Visual inspection of the returned platform was performed and found no physical damage. During functional testing, the platform was powered on and the system error, out of service, revert to manual CPR error message appears on the display panel. A review of the archive was performed and the archive data shows system error 132 - (internal watchdog timeout), thus confirming the reported complaint. Upon customer approval, the processor board will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform serial number (B)(4).

Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During training, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR". There was no patient involvement.